Event description:
In 2001, the patient underwent mitral valve replacement due to active infectious endocarditis. A 27 mm sjm masters series mechanical valve (model: 27mj-501, serial: unknown) was implanted. On (B)(6) 2006, the 27 mm sjm masters series mechanical valve was explanted and replaced with a 25 mm sjm masters series mechanical valve (model:25mj-501, serial: unknown) due to prosthetic valve endocarditis (pve) with staphylococcus lugdunensis. In (B)(6) 2015, the patient developed general malaise and was prescribed antibiotic therapy without impact on the symptoms. On (B)(6) 2015, the patient presented to the emergency room and staphylococcus lugdunensis was again confirmed by blood culture. Emergency hospitalization was required. On (B)(6) 2015, a MRI confirmed subacute multiple cerebral infarction. On (B)(6) 2015, a transesophageal echocardiography (tee) confirmed vegetation on this 25 mm sjm masters series mechanical valve. On (B)(6) 2015, a re-do mitral valve replacement was performed. This 25 mm sjm masters series mechanical valve was explanted and replaced with another 25 mm sjm masters series mechanical valve (model:25mj-501, serial: unknown).